Event description:
The chest pad on the jackson table was noticed to be broken after patient had been anesthetized and log rolled on to the table. His upper body was then lifted by dr and rn as dr pulled out the broken table part and replaced it with a hip pad placed at the upper chest level.